Event description:
A review of service data detected a reportable event. During servicing of electrode belt (B)(4), which was returned for routine maintenance, it was discovered that the connector pins were bent. The last pt to use this electrode belt did not experience any problems with it.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. Upon further inspection, the electrode belt had a connector that was broken. There were no pins missing or bent. The root cause of the broken connector was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the connector plastic to break. The damaged electrode belt connector was replaced. It was retested and then restocked. No adverse event resulted from the broken connector. The last pt to use this electrode belt did not experience any problems with it.